Manufacturer narrative:
See MDR 1920664-2007-01024 for delivery service used with lens.

Event description:
The haptic of the lens broke during the insertion into the patient's eye. Another lens was used to complete the procedure.